Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported issues with two tampons. One she found the tampon string pulled out and with another the tampon string broke. Consumer was able to remove both the tampons manually.